Manufacturer narrative:
No investigation was performed for usb cable, as no usb cable was returned for evaluation.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge normally despite attempting multiple cables and power sources. When plugged into a power source, the pump did not recognize the power source and would not charge. In addition, the customer reported to had been experiencing difficulty charging the pump with one of the usb cables. There was no impact to the customers blood glucose level. A replacement usb cable was sent to the customer. It was indicated that the customer would continue to use the pump until a replacement arrives.